Event description:
Consumer states this heating pad sparked and damaged her pillow and the controller was not working. No injuries were reported with this incident.

Manufacturer narrative:
This pad has been folded which is abuse of the product and a violation of the instructions and warnings provided. No injuries were reported with this incident.